Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the device was used in condition. During functional testing, filled reservoir tank with water and attached test disposable l-70. After turning on the device, a water leak was verified coming from the crack on the lower left corner of the reservoir tank cover . This confirms customer reported reason. Replaced reservoir cover. Powered on device and it functioned as designed. D4 (UDI) is unknown. No product information has been provided to date.

Event description:
It was reported that there was leakage. No patient injury reported.